Event description:
It was reported that an asymptomatic patient presented via a merliin at home transmission for post paced t-wave oversensing on the ventricular lead. The issue was resolved by reprogramming.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.